Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral stem loosening. The surgeon felt the asr component could have contributed to the reported loosening. The cup was well fixed, but the articulation of the ball and cup was questioned.